Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4) ; product ID: 97 7a275, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 14-oct-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was challenging advancing leads. Once in place and connected to wens, noted connectivity out at 0,3 11,12 electrodes. Reseated and same connectivity noted. Intraop test noted l/r. When placed in ipg, same connectivity issue noted, as well as impedances oor. Wiped leads, replaced, same issues noted after 3 attempts. Changed leads, wens and ipg; connectivity of electrode 0,3 out and impedances oor. There were high impedances. Once patient in pacu and turned supine, all connectivity and impedances all wnl. Equipment gathered for return. The issue was resolved. Additional information was received from the manufacturer representative (rep). The rep reiterated previously reported information. The caller also stated there was a lot of emi in the room with the imaging equipment and even the nurse anesthetist commented that sometimes the emi in the room affects their equipment. Caller mentioned that during the case, their tablet/communicator was slow to connect to the ins. Tss offered for mobility to collect log files but at this point, it is difficult to say if there is an equipment issue or if it was just that instance or if there was emi affecting the connection. Caller stated they may order new tablet/communicator as they are concerned the issue may happen again. Tss reviewed that depending on that situation, it is hard to say if new equipment would have affected the outcome in the case.

Event description:
Additional information was received from the manufacturer representative on (B)(6)2022- . It was reported that the patient is receiving adequate therapy.

Manufacturer narrative:
H3: product ID# 97715 serial# (B)(6) was returned for analysis. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a260 lot# serial# (B)(6) was returned for analysis. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a260 lot# serial# (B)(6) was returned for analysis. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a275 lot# serial# (B)(6) was returned for analysis however no analysis was performed as the device was received d isconnected. Product ID 977a275 lot# serial# (B)(6) was returned for analysis however no analysis was performed as the device was received d isconnected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.